Event description:
It was reported that after a surgical procedure, the surgeon noticed that the patient received a burn to the upper inner thigh lateral to the left fabia as a result of the instrument coming into contact with the skin. The burn was treated with xylocaine jelly, no other issues were reported.

Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.